Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage was confirmed at the place where the foreign material remained. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that air water cylinder, suction cylinder had no color; the play of upward/downward angulation control knob was out of standard value due to wear of angle wire; plastic distal end cover, connecting tube had scratched; adhesive around objective lens and adhesive on light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that adhesive on bending section cover (a-rubber) had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.